Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report received from pentax (B)(4) stating "the video processor suddenly freezes during the procedure and no image. When the user restarted the processor the image appeared again but a part of touch screen is not working due to failure of software loading as per message network/file system loading" pentax model epk-i7000/(B)(4).

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The video processor was returned to a pentax medical distributor in europe, where it was evaluated and found the motherboard had malfunctioned. The motherboard was replaced and the problem resolved. On 10/25/2016, a device history review was performed which confirmed the video processor was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.